Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, three (3) units displayed blood leakage between the chamber and wing set tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and evaluation of the two photos indicated blood leakage. Functional tests were conducted using 10 retained samples, and no leakage occurred during these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, three (3) units displayed blood leakage between the chamber and wing set tube. There was no health impact or consequence reported.